Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated, the cable was twisted and there was a dent on the video connector. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following cause. The cable and the video connector of the subject device were broken since excessive force was applied to the cable and the video connector due to user handling.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image of the subject device was not displayed, abnormal image like sandstorm was displayed and the scope communication error e226 occurred. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.